Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 74-year-old, male pt, the device did not pre-charge the energy. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.